Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.0 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to hyphema and the problem resolved. Cause of event was unknown.